Manufacturer narrative:
Concomitant products: product ID 8709, lot # l75111, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that, four years prior earlier, the patient had a morphine overdose with the pump. She was going through withdrawal and, when they opened her up, the line was completely full. It was indicated that the catheter had a kink that, had it come undone, would have resulted in the patient dying.